Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, ten pieces of the same catalog number were taken from current production at the manufacturing site. A visual exam was performed on all ten samples and no defects were observed. In addition, drop testing was conducted and no issues were encountered. At the manufacturing site, 100% drop testing is conducted; therefore, any blockages would be detected prior to release. The complaint of a blocked filter could not be confirmed as the actual sample is needed to perform a proper investigation and determine root cause. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that "that the iso-gard hepa light filter was plugged solid".alleged issue reported as detected just as the device was put to use.it was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges that "that the iso-gard hepa light filter was plugged solid". Alleged issue reported as detected just as the device was put to use. It was reported there was no injury or consequence to the patient.